Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the introducer tore when it was placed and it did not progress. The introducer was removed. No patient complications have been reported as a result of this event.